Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted in (B)(6) 2015 due to hydrocephalus. According to the report, from 2015 to 2016, the patient experienced increased intracranial pressure, an intracranial infection, and a coma. Reportedly, the patient underwent hospitalization and the device was explanted and replaced. The report stated that the patient¿s current status is stable. It was confirmed that the reported issues were not related to the ventricular catheter.